Manufacturer narrative:
No cracks on the lcd screen noted. The insulin pump was received with minor scratched lcd window. Failure analysis found intermittent esc and down button due to flattened dome switch (no crease). The insulin pump had cracked reservoir tube lip and cracked case at display window corners.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the keypad was sticking. Customer reported issues with the up and down arrow buttons. Customer's blood glucose was 249 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer also reported a crack was present on the insulin pump's screen. The customer was able to read the insulin pump's screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.